Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign materials were unable to be identified. The cause of the foreign material remaining in the device was unable to be specified. Since it was unknown, whether reprocessing was practiced in accordance with the instructions for use (IFU). It was confirmed, that the foreign material residue point was confirmed, free from deformation. The events can be detected and prevented in accordance, with the following instructions for use (IFU): IFU states, that detection method in cf-hq1100dl/I, operation manual, chapter 3: ¿preparation and inspection¿. IFU states, that preventive measure in cf-hq1100dl/I, reprocessing manual, chapter 5: ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited whitish foreign materials inside the air/water tube and the air/water cylinder. There were no reports of patient involvement.